Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the external device was at home - they had an ambulance take them to the hospital. After all the exams found out there was a stimulator in the back and had to have an MRI test. It had to be turned off before they could do the testing. This was late in the evening and they did not have time for them to go home and get the controller back. They got it 1st thing the next morning and was able to turn it off to do the test. It showed them what they need to do and proceeded doing it. Had good results from the test. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The caller said they got no device found over and over again; the pt was uncertain if the scs device was charged. The caller said the pt was in the ER and was in and out of it. Patient services reviewed charging the ins and accessing MRI mode. The caller said the pt did not have the recharger. Patient services reviewed MRI guidelines. No symptoms were reported.